Manufacturer narrative:
The returned pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Signs of corrosion were found on the pcb (printed circuit board) and middle battery. The hard cannula was found improperly installed in slide retract. Damage was found in two separate segments on the top portion of the ratchet gear teeth. It is unclear if this damage contributed to the reported event, or the associated findings. A hole was noted in the unexposed portion of the soft cannula. It is unclear whether the improper installation contributed to the damage incurred by the soft cannula. During the fluid path test, some insulin was found to divert through the hole in the unexposed portion of the soft cannula and into the pod. It was concluded that the hole in the cannula contributed to the reported event as well as the triggering of the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was not feeling well and her blood glucose reached 300 mg/dl after wearing the pod on her arm. The patient treated her hyperglycemia by activating new pod.